Manufacturer narrative:
The suspect device will not be returned for evaluation. Therefore, root cause cannot be determined. However, the customer sent an e-mail to tech support requesting main pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having an alarm xdcr fault. Furthermore, the patient was removed from the ventilator and switch to a different ventilator with no patient harm associated with the reported event.